Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased due to a patient circuit disconnect. The patient recovered. The manufacturer is currently investigating this event and a follow up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported that a patient's blood oxygen saturation decreased due to a patient circuit disconnect. The reporting facility has confirmed there was a patient circuit disconnect when the event occurred. The patient was placed on another device and returned to baseline. The reporting facility did not return the ventilator for evaluation as it was determined there was no fault or malfunction with the device.